Event description:
The customer obtained a non-reproducible, higher than expected vitros tsh quality control result (free thyroid control, level 1 = 0.103 miu/l vs. Expected result of 0.057 miu/l) processed on the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to recur with patient samples. No tsh patient results were known to be affected. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros tsh quality control result was obtained while using the vitros eciq analyzer. The customer performed routine maintenance and cleaning of the signal reagent and well wash subsystems on the vitros eciq system, then performed tsh re-calibration. Acceptable performance was obtained following these actions. A definitive root cause for the event could not be determined. However, an instrument related issue or the control fluid in use at the time of the event cannot be ruled out as contributing factors.